Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed that the catheter was fractured on its middle shaft. Evaluation revealed signs of torquing at the fracture site. If the cat7 is torqued unrestrained against resistance during advancement, damage such as a fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation of the device revealed an additional fracture, clamp marks near the fracture site. This damage is incidental to the reported complaint. The additional fracture and clamp marks likely occurred during removal of the distal fractured segment. Kinks and bends were also present on the returned cat7. This damage was incidental and may have occurred post-procedure or during packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left tibial vessels using an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), and a non-penumbra sheath. It was noted that the patient had a left popliteal ectasia with mural thrombus, tibial thrashing, a dusky foot, and limited blood flow to the foot. During the procedure, the physician took a contralateral approach and advanced the cat7 through the sheath towards the target location. The physician reported that the cat7 became increasingly difficult to advance. The physician then attempted to retract the cat7 to perform an angiography and only the proximal third of the cat7 was removed. It was reported that the cat7 fractured inside the sheath at the aortic bifurcation, and the sheath was also found kinked under fluoroscopy. A snare device was used in attempt to retrieve the remaining two thirds of the cat7, without success. The physician then used a balloon device in the common iliac artery (cia) to pull back the remaining part of the cat7 towards the snare device for removal; however, this was also unsuccessful. Therefore, the physician decided to perform a femoral cut down surgery on the ipsilateral side and successfully removed the remainder of the cat7 from the patient. It was reported that the sheath was also removed. The procedure was completed using a new cat7, an aspiration tubing (tubing), the same short sheath, and the same engine. It was reported on (B)(6) 2025 that the patient has proceeded to left lower limb amputation due to the patient¿s pre-existing condition and not related to the penumbra products used in the procedure. Additionally, it was noted that patency could not be restored and maintained in the foot.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.